Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was visually inspected and no defect was found. Functional testing was performed and the reported intermittent out of range could not be reproduced. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent out of range could not be confirmed.